Manufacturer narrative:
(B)(4). The 2.75x23mm xience prime stent mentioned is being filed under a separate manufacturer report number. Concomitant products: stent: xience prime (2.5x18, 2.5x15, 2.75x38, 2.75x23, 3.5x23). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of angina pectoris and restenosis of stented segment, are listed in the xience prime ll, ce, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 18 mm xience prime stent, a 2.5 x 18 mm xience prime, a 2.5 x 15 mm xience prime stent and a 2.75 x 38 mm xience prime stent in the left main coronary artery, a 2.75 x 23 mm xience prime stent in the intermediate/anterolateral artery, a 3.5 x 23 mm xience prime stent in the mid right coronary artery, and a 3.0 x 38 mm xience prime stent in the mid left anterior descending artery. On (B)(6) 2014, the patient was re-hospitalized with angina. Angiography was performed on (B)(6) 2014 and in-stent restenosis was noted in the stents implanted in the intermediate/anterolateral artery and in the left anterior descending artery (lad). A coronary artery bypass graft procedure was performed as treatment. The patient was discharged to home in good condition on (B)(6) 2014. No additional information was provided.